Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. No nonconformances were identified for this part number (228151), lot number (1l49205) combination at this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure, three of the customer's truespan meniscal repair 12 degree white tubes of the guns broke or snapped while being maneuvered in the patient. The sales rep stated that none of the implants were deployed from the three devices. The sales rep stated that no debris was left in the patient after each gun was removed. The sales rep stated that the surgeon said the joint space was tight. The case was completed with four other truespan devices with no patient harm. The sales rep was not present and could not provide if there was a time delay or any additional information. The devices were discarded by the customer.